Manufacturer narrative:
(B)(4). The field report was confirmed. Electrical analysis revealed current leakage in lead caused by damaged inner insulation. The inner insulation was damaged due to the outer coil was squeezed. The outer coil was squeezed due to excessive force during suture tie down. Visual inspection revealed the outer insulation was cut/damaged. The outer insulation and was cut/damaged during implant/explant. (B)(4).

Event description:
It was reported that at the end of the implant procedure, the lead exhibited low impedance measurements. The physician suspected that during the implant procedure damage to the suture may have occurred. The lead was no longer used and replaced. The patient was in stable condition post surgery.